Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this implantable pacemaker experienced issues with devices over the years. Also, patient suffers from post-traumatic stress disorder from the emergency room and the treatment. To date, this device remains in service. No adverse patient effects were reported.